Manufacturer narrative:
The referenced previous pump exchange due to suspected thrombus was reported under medwatch MFR report # 2916596-2016-01068. (B)(4). Approximate age of device - 66 days. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
The pump was returned for evaluation. Device thrombosis. The report of suspected thrombus was confirmed. Examination of the rotor upon disassembly of the returned pump revealed a thrombus formation surrounding its bearing ball. Its laminated structure and areas of denaturation indicate that it likely developed while the pump was supporting the patient; however, the specific timeframe in which it developed and a root cause for its development could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information - the pump was expected to be returned for evaluation; however, the device was not received to date despite multiple requests for product return from the manufacturer. Thrombus could not be confirmed as the device was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.